Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an infection was noted at the implant site of the pacemaker system. The physician suspected the infection was due to the size of the patient in relation to the size of the device. The device was explanted to resolve the event. Later, an additional procedure was performed and a replacement device was implanted in another position. The patient was in stable condition.